Event description:
It was reported that an insulin delivery stopped notification was received while the user¿s continuous glucose monitoring sensor continued to transmit readings, and the user¿s healthcare provider contacted support to report the event. Symptoms included none reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and education with an attempt to review on-device alarms prior to call disconnection. Investigation of this case revealed no additional alarms confirmed and no further information obtained due to the abrupt end of the call. It was concluded that the event could not be confirmed and the root cause could not be determined based on the available information.